Event description:
On (B)(6) 2013, a pt contacted us regarding an adverse event. Attached to the complaint letter was a print-out of postings from an online forum, (B)(6), to wearers of acuvue oasys contact lenses. On (B)(6) 2009 the complainant posted: "I've been a contact wearer for years -- and I recently switched to oasys -- and have been plagued with eye problems ever since. I've had ulcer after ulcer and had to go on antibiotics from the ophthalmologist. It must be the lenses -- because never had problems before and wore lenses much more often. Now I only wear them once in a while because I'm so scared." We have sent multiple messages to the pt through the site but have not yet received a response. The severity of the alleged "corneal ulcer" is unk. As a corneal ulcer may or may not be a serious injury and details of location, size, visual acuity or confirmation by a medical professional were not available, this event is being reported as worst case. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
No evaluation will be performed.